Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system flush tube was disconnected. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the delivery system was unable to flush. A contrast study was performed in the right ventricle at the scheduled placement site. The first contrast study was performed without any problems, but when the location was changed and an attempt was made to perform the contrast study again, the contrast agent did not come out from the tip. When an external check was made, the saline solution injected from the flush port leaked out from near the deflection button on the handle, so flushing was not possible. The device was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.